Event description:
Customer reported that the sensor gave inaccurate readings. She stated that when the sensor glucose was 100 mg/dl, the blood glucose reading was actually 356 mg/dl. Customer treated for the high blood glucose using the insulin pump. Customer also reported receiving a calibration error alert. Customer stated that this alert did not occur as the result of the first calibration attempt after initialization. Customer also stated she received a bad sensor alert after the second consecutive calibration error alert. She removed the sensor and stated that there was blood but that it had not been bleeding at that time. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.